Event description:
It was observed that during the device evaluation, the flex video scope exhibited lens glue chipped, and white foreign material inside the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the failure "lens glue chipped " is traced to a component failure, likely due to stress of repeated use, external factors, or handling. The most probable cause of the failure regarding " white foreign material inside the air/water channel " is known inherent risk of device, which indicates that the reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.